Manufacturer narrative:
Results: the catrx was fractured approximately 117.0 cm from the hub. The device was stretched approximately 120.0 cm ¿ 121.0 cm and 126.0 cm ¿ 131.0 cm from the hub. The total length was approximately 147.0 cm. The device was kinked approximately 123.0 cm from the hub. The guidewire lumen was damaged at approximately 129.0 cm from the hub. During functional analysis, the catrx was fractured; therefore, functional testing could not be performed. Conclusions: evaluation of the returned catrx confirmed a fracture on the distal shaft and revealed stretching at the fractured site and throughout the distal shaft. This indicates that the catrx was stretched prior to fracturing. If the catrx is forcefully retracted against resistance, the catheter may become stretched and, subsequently, a fracture may occur. Further evaluation of the device revealed that the guidewire lumen was punctured. If the guidewire is forcefully advanced through the guidewire lumen at an extreme angle, the guidewire may puncture the lumen. If the guidewire was outside the guidewire lumen and the catrx was inserted into a guide catheter, resistance maybe encountered during manipulation of the device. This resistance likely contributed to the damages which was observed on the catrx. Further evaluation the device revealed a kink. This kink was likely a result of forceful advancement of the device against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery to treat an st elevation myocardial infarction (stemi) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and a guidewire. During the procedure, the physician experienced resistance while advancing the catrx over the guidewire prior to entering the guide catheter. Therefore, the physician decided to remove the catrx to flush it again. While retracting the catrx the physician experienced resistance and subsequently, the catrx kinked and separated. Therefore, the catrx was not used for the remainder of the procedure. The procedure was completed using another catheter, the same guide catheter, and the same guidewire. There was no report of an adverse effect to the patient.